Manufacturer narrative:
Updated h6: codes investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ff016 - 6 craniofix absorbabl.clamp sterile 11mm. According to the complaint description, the skull fixing clip was loose. The skull was fixed with craniofix absorbable clamp to avoid secondary operation. Partial displacement of the skull was found after reexamination. This occurred during craniotomy, removal of intracranial hematoma and bone flap reduction due to epidural hematoma. There was no described patient harm. As it was considered to have little impact on patient temporarily, follow-up observation was recommended. Additional information was not provided. Additional patient information is not available. The malfunction is filed under (B)(4).